Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pullin g/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was having difficulty getting the lead to cross the valve. It was noticed the helix was deployed. The physician retracted the screw mechanism and the block appeared to retract however, the screw appeared to still be deployed. The lead was removed and upon examination of the lead it appeared the helix had stretched. A different lead was effectively utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).